Manufacturer narrative:
The device was manufactured from january 31, 2020 - february 3, 2020. One actual device was received for evaluation. Visual inspection on the returned unit via the naked eye noted fluid inside the housing because the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality. No anomaly could be identified that caused the rupture. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked prior to patient use. A leak in the housing was identified after filling. There was no patient involvement. No additional information is available.